Event description:
It was reported that the customer had a bivona® adult tts¿ tracheostomy tube split and leak while it was being filled with air. No serious injury was reported in connection with this incident.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed unknown if both devices came from the same manufacturing lot number. Customer?s reported issue was confirmed. Using leak test procedure, air was applied to the device and a leak detected on the cuff. Using magnification, the cuff surface area appeared to be abraded and or damaged at the leak location. The root cause of the reported issue was not determined. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the facility. Actions taken to mitigate the reported issue: the investigation did not reveal any intrinsic manufacturing defects with the returned devices.